Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient developed fistula at implant site. The patient was hospitalized for a duration of 4 days and was administered antibiotics (type not reported) and subsequently underwent revision surgery to correct the fistula (date not reported).